Event description:
"Ventilator turns off itself while ventilating the pt. Also contact has learned that it never turned on by itself. There is a nurse accompanying the pt 24 hrs a day and there was not pt harm".